Manufacturer narrative:
(B)(4).

Event description:
Nurse contacted dexcom on (B)(6) 2016 to report on behalf of patient a loss of connection that occurred between the smart phone and transmitter on (B)(6) 2016. Nurse was advised to delete all background applications, reboot the phone and re-enable the bluetooth. Connection was not established. At the time of contact, no injury or medical intervention was reported.